Event description:
A number of events have been identified with the use of ge cardiac monitors, specifically with the dash port2 docking stations, dash 3000, 4000, and 5000 monitors. These events are centered around the "no comm" message that appears on the monitors and cic (central information center). The "no comm" message occurs normally when the monitor is turned off, or when there is a loss of communication to the cic. The message appears in red on the monitor and cic.there are two issues that have been identified. The first is when a "no comm" message is displayed and no other information is displayed, there is a three minute delay in generation of an audible alarm for the "no comm". For an audible alarm to be produced, the cic must be programmed to do so. When the cic is initially installed, it does not have the audible alarm turned on. The second is when the "no comm" message is displayed and the information regarding the event is also displayed across the top of the cic in a scrolling message, no audible alarm is generated, and the waveform will not be displayed or stored. Depending on the number of alarms that are being produced on the cic, the scrolling message may only last a few seconds.ge has identified that this concern is due to a failure on the 1j and 2j board (cpu) in units with certain identified serial numbers.this issue was identified in january 2012 and is continuing. As of this date there have been no known adverse outcomes to any patients. As of the date of this report, 28 occurrences have been reported.